Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(6), reported via post market survey; however, it stated that they experienced leakage from a bd standalone 0.2 micron filter. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.

Event description:
It was reported that bd extension set was leaking . The following information was provided by the initial reporter with the verbatim: clinician experienced: leakage albumin, no interruption of therapy.